Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the mildly tortuous and moderately calcified near juxta anastamosis vessel. A 7.0 mm x 80 mm, 80 cm ranger balloon catheter was advanced for dilation. During inflation at 14 atmospheres for 30 seconds, the balloon burst. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported.